Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and guided caller through the reset process, after which the cgm error code did not appear again, allowing the caller to successfully start their sensor session.